Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed the product during treatment. A dripping of the fluid in the header area was observed. The reported condition was verified. Due to the absence of an actual sample, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 17l, an external fluid leak was observed from a crack in the header. There was no report of patient injury or medical intervention associated with this event. No additional information is available.